Event description:
Customer reported the system intermittently will not fluoro. No patient injury reported.

Event description:
Customer reportedly received the following results on the advantage system, when compared to a professional meter, within 10 minutes: 101 mg/dl (advantage) and 54 mg/dl (ems meter) customer obtained a reading of 101 mg/dl, but did not think that the reading was correct based on her hypoglycemic symptoms. Customer's neighbor called ems, who obtained the reading of 54 mg/dl for the customer on their meter. Customer self-treated with a can of (B)(6), a peanut butter sandwich, and milk. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.